Event description:
This rv lead was implanted on (B)(6) 2012 and remains implanted. It was reported to technical services on (B)(6) 2012 that impedance and threshold stable -0.6v@0.4ms. Seeing vs. Markers, but can't get an intrinsic amplitude measurement. Can adjust sensitivity in temp mode and continue to get vs. Markers up to 2.5mv, when the device starts to pace -so r-wave is between 1.0 and 2.5mv -which matches recent dms of 2.3mv and 2.4mv. However, didn't get a om from yesterday. One r-wave was >9.0mv. All other lead measurements are stable. Caller also stated that they put a surface on and saw some form of noise that may be em I/telemetry so they changed wands, but still couldn't get a reading. By the time we ended the call, caller and partner had tried over 20 times for r-wave measurement, but only got one of >6mv. Seems curious that the r-waves are that variable -pt. Is in chronic a fib and device is programmed vvi, but since we're showing vs., not clear why the intrinsic amplitude test won't provide a value. Caller will discuss with dr, but really don't have ananswer for him. Undersensing r?wave in vvi. Lead imp stable, threshold 0.6v@0.4ms. Lead revision recently. Previously 30% paced and now 90%. Seeing markers but no r-wave values, even though set diff. From 0.25-2.5mv where at 2.5mv device is pacing. Also ran the test in temp brady at vvi 30 and same issue at diff. Getting some n/r's which could be emi noise in the room. Sensing settings. Checked unipolar and same issue. Vrp set tight for a fib with rvr, same issue. Offered mem. Dump, denied. Tele-wand changed, surface ECG showed some sort of noise. Wand change did not help, lead fnx sounds suspicious. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).